Manufacturer narrative:
B3 date of event and d6a implant date: stent reported to have been deployed around december 2023.

Event description:
It was reported that stent thrombosis occurred. A synergy stent was deployed and stent thrombosis developed within the 6 months following the procedure.